Manufacturer narrative:
Conclusion: the product use by date reflects a one year shelf life that has been validated by medtronic and approved by the FDA. The validation process only reflects the length of the testing by medtronic; it was not necessarily an end point for sterility or integrity of the product. However, medtronic did not recommend or endorse the practice of implanting a heart valve beyond its posted shelf life. There were no alleged deficiencies related to product quality/labeling or manufacturing process.

Event description:
Medtronic received information that this bioprosthetic valve was implanted 1 year and 8 months post the labeled use before date. The device remains implanted and there is no allegation against the device performance. This case involved a patient who critically needed an apical valve bypass procedure. Acknowledgement and authorization from the patient were obtained by the hospital to emergently implant this device as it was the only procedural option for the patient at the time. The case was successful and no adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this bioprosthetic valve was implanted 1 year and 8 months post the labeled use before date. The device remains implanted and there is no allegation against the device performance. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.